Event description:
The customer said that they believe the suspect blood glucose device gave them high results for three days. They obtained a result of 399 mg/dl and went to the hosp. At the hosp pt's glucose was 178 mg/dl from a finger stick. They were given an unk IV and stayed in the hosp all day. Two controls tests were run, one in range and one result out of range. The device was replaced and requested to be returned for eval.